Event description:
During the insertion of zero-p implant at level c5-c6, the clip and the plate of the zero-p implant broke from the implant. Both pieces were immediately retrieved. The zero-p implant was not completely inserted. A replacement zero-p was implanted without consequence.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment not diagnosis. Additional information: product received. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The zero-p implant was received in disassembled condition. There are marks of a screw visible at both screw cut outs at peek part and as well at the titanium part of the implant. The function test has shown that the implant can be assembled and disassembled as required. Also the peek holds in position after assembling and can only with force be removed. The marks of a screw at the peek and at the titanium part are an indication that the screws were inserted in an undue angle which can cause a disassembling of the implant during the insertion, when the screw applies pressure on the peek part. The engineer easily reassembled the construct. The implant is designed to have a semi-rigid connection between the plate and spacer. The intent for this design was to decouple the plate from the spacer, so the plate could perform similar to an anterior plate, and the spacer could perform similar to an interbody spacer. This decoupled design scheme is meant to minimize the stress between the plate and spacer. Thus, the plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. As a result of the design, the spacer can dissociate from the plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the plate and spacer. The risk of dissociation in the patient post-op is low because the plate and spacer are loaded in the same directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant as described in the risk assessment.